Event description:
It was reported that there was a system failure during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation while in the multi-user mode. Root cause of the reported issue is unknown, but the main board was found to be inoperable. Replace the device main board. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.